Event description:
The customer reported to olympus that after an endoscopic ultrasound procedure with fine needle aspiration, the patient developed an abscess, unsure of source of infection. The needle was a non-olympus device. The customer wanted the evis exera ii ultrasound gastrovideoscope checked. The scope passed adenosine triphosphate testing before and after the patient. The customer does not culture, as reported. Additional information has been requested, however, unsuccessful.